Event description:
Complainant alleged that while attempting to defibrillate a female patient, the device charged up but would not discharge. The clinicians then switched from battery power to a/c power and were able to deliver a shock. On the third attempt, the device charged up but would not allow discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.